Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed but did not duplicate the reported condition of failure code 810:11. Therefore, the root cause could not be determined. No repairs were necessary for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump which expereinced failure code 810:11. Device evaluation determined that this condition interrupted delivery. It is unknown when or at what point in the process this event occurred. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).